Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and one reboot was observed in the black box on (B)(6) 2013 at 11:00am. There was no damage found to battery cap or battery compartment. The battery cap was able to attach securely to pump. During testing, the pump powered on normally with no alarms. The pump was exercised for 24 hrs with no power issues or alarms occurring. The battery cap contacts were found to be within specification. The pump was opened and no damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas indicating that while the pump was in their pocket they bumped it. The patient removed the pump from their pocket approximately 40 minutes later and they were unable to get the screen to come on. The reporter indicated that buttons were pressed and nothing happened. The reporter removed the battery and was able to power the pump on properly. There were no issues with the screen or the keypad buttons. There were no records in the pump history during the 40 minutes, it is unknown if the pump lost power during this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.